Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted. The site has been notified that the device knife is missing and they have been asked if they have x-rays to determine if the knife has been left in the patient. We have not received any further information from the site as to the status of the knife. Without additional information, we are reporting this as a serious injury.

Event description:
The initial report stated that the device failed to cut during a laparoscopic sigmoid colon resection. Another device was used to complete the procedure. There was no injury to the patient. Upon receipt of the device, a visual inspection showed that the knife blade was missing from the device.